Event description:
It was reported by service report that the bed is not working with the new nurse call system. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Dip switch settings. Dip switches reconfigured.